Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a review of the black box revealed evidence of call service (cs) 064-0001 alarms. A review of the black box revealed an occlusion during the prime step. The cartridge and battery caps were not returned; therefore a test battery cap was used to verify steps. During evaluation, the pump was exercised for 24 hours with no cs 064 alarms. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the piston cap was found to be missing. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad and the text on the display screen was found to be dim, faded and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.